Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. On deployment, one needle deflected outside the barrel, the other needle stalled in the barrel. Both needles were accessed with hemostats and removed. The device was removed from the pt and a second device was inserted. Hemostasis could not be achieved around the barrel of the second device. The device was removed and the pt went to manual compression. Later that evening, the pt developed a hematoma at the groin area. An ultrasound showed that the femoral artery was occluded by a clot. The pt was sent to surgery for an embolectomy. Surgery was successful and the pt recovered without sequelae. The cardiologist felt that the clot formation may have been related to the manual compression. The returned device was evaluated. The position of needle strike marks on the barrel suggest that the device was inserted in the pt upside down. Evidence also indicated that the angle of insertion was greater than 45 degrees. Reports from the field indicated that the pt had calcification in his common femoral artery. The instructions for use (IFU) caution against use of the device in pts with fluoroscopically visible calcification or requiring a greater than 45 degree angle of insertion. Calcification can cause the needles to deflect from their intended path and greater angles of insertion can cause the needles to leave their intended tracks and stall in the barrel.